Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem, failed upstream occlusion, was not reproduced during evaluation. The device was tested for upstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "upstream occlusion!" However, testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.